Event description:
Consumer was using a toothbrush and the bristles started to fall out in their mouth and got stuck between their teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.